Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided pacing impedance trend between (B)(6) 2018 and (B)(6) 2018 showed stable values around 350ohms with occasionally drops to 200ohms beginning in mid july 2018. In the same period, the values for the pacing threshold ranged between 1.5v and 2.8v and the values for the shock impedance were stable around 55ohms. The available iegms showed artifacts on the farfield as well as on the right ventricular channel leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the lead was explanted 46 months after the implantation due to oversensing and an abnormal shock impedance.